Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with a mentor memorygel, 275cc breast implant developed right-sided rupture postoperatively. The mammogram confirmed the issue. As a result, patient scheduled for bilateral replacements with unknown implants on (B)(6) 2022.

Manufacturer narrative:
Additional information received on september 23, 2022 indicated that the replacements devices are as follow: l) sn#:(B)(6) / cat#:3507275mc, r) sn#:(B)(6) / cat#:3507275mc manufacturer¿s reference number (B)(4).